Manufacturer narrative:
Batch review performed on 12 february 2020: lot 168771: (B)(4) items manufactured and released on 08-feb-2017. Expiration date: 2022-01-29. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event. Preliminary investigation performed by the r&d knee manager: revision surgery after 2 years from primary implantation due to infection. Looking at the explanted components, any non-conformity can be noted. There is no evidence that the event is related to a faulty device. Infection is a known possible adverse event following tka's. Additional implants involved in the event, batch review performed on 12 february 2020: gmk-sphere 02.12.0410fr tibial insert fixed sphere flex size 4/10 mm r (k121416). Lot 170327: (B)(4) items manufactured and released on 11-apr-2017. Expiration date: 2022-03-23. No anomalies found related to the problem. To date, all items of the same lot have been already sold without any other similar reported event. Gmk-sphere 02.12.t3i4r tibial tray fixed cemented size t3-i4 r (k121416). Lot 171841: (B)(4) items manufactured and released on 12-jul-2017. Expiration date: 2022-06-29. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any other similar reported event.

Event description:
Revision surgery due to a sepsis 2 years and 2 months after primary. The surgery was completed successfully.